Event description:
It was reported that the unit had a broken handle. A replacement part was sent to the customer. The customer confirmed that the broken handle did not result in any consequence for a patient or others.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. The incident date is unknown.